Manufacturer narrative:
Insulin pump was received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, and cracked case near display window corners noted.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. The casing was broken. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.